Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user facility reported discovering severe diverticular disease and a very tight/narrow colon during use of the endorings device for a screening colonoscopy on a female pt (age early 60's) with previous history of abdominal surgery. The endoscope was withdrawn and the endorings device was removed. The endoscope was then reinserted and a perforation was detected. The pt was hospitalized and treated laparoscopically, and is recovering. Info found in the endorings instructions for use includes: "do not use the device in pts with known strictures or other conditions that may present with narrowed colonic segments", "the endorings device should not be used in cases with acute, severe colitis or where there is a known colonic stricture." As noted in clinical literature, perforation is a potential complications related to colonoscopy with a baseline occurrence rate of .01% to .03%. Risk factors and comorbidities which increase the rate of perforation include diverticular disease, previous intra-abdominal surgery, age, and female gender. The physician stated the severe diverticular condition and the prior hysterectomy which resulted in a tight colon were primary factors in the occurrence of perforation, and stated the perforation would have occurred without use of the endorings device. The actual device was not returned, however, devices from the same lot number are being sent back to the manufacture for evaluation. An updated report will be submitted if further info becomes available.

Manufacturer narrative:
Pt contraindicated for device use as defined in the IFU. It is unclear if perforation occurred due to scope tip, scope insertion tube, or the endorings device, which is a distal attachment onto the colonoscope and seats a few mm behind the scope tip. The size and shape of the perforation is unk, and therefore it is not possible to assess from the wound what caused the perforation. It is unclear whether the perforation occurred during the first pass with the endorings or during the second pass without the endorings as the perforation was not seen during first pass scope withdrawal. Nevertheless, precautions should be taken under the worst-case scenario that it was induced by the endorings.